Event description:
The device was used during an unk procedure, the cannulas were cracked at the thread connector points and were leaking pneumo. No pt consequence. Case completed with another device of the same product code.

Manufacturer narrative:
Damaged cannula. Evaluation summary: the device (a) was received cracked at approx .125 inches from the base. The cracked length was approx 1/3 of the base circumference. The device (b) was received cracked approx .187 inches from the base. The cracked length was approx 4/5 of the base circumference. Dried body fluids were found inside and outside of the sleeve. Scratches were found on the tip. The device (c) was received cracked at approx .191 inches from the base. The cracked length was approx 1/2 of the base circumference. Scratches were found on the inside and outside of the sleeve tip. Dried body fluids were found inside the sleeve of all devices received. Device b: batch#=56109 lot# unk, exp date: 04/2009 mfg date: 05/2004. Device c: batch #=55812 lot# unk exp date: 02/2009 mfg date: 03/2004. All other information is the same for all devices.